Event description:
Reporter alleged obtaining on the customer discrepant back to back blood glucose results of 280 mg/dl, 68 mg/dl, and 63 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that he gave the customer 15 g of glucose 15 minutes after the last reading was obtained. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.